Event description:
Baxter reported that there is a leak from the tubing of a transfer set. The date of how long the set was in use is unknown. There is no patient injury or medical intervention associated with this incident.